Event description:
It was reported that the patient¿s right atrial and right ventricular leads exhibited pacing lead impedance anomaly. The leads were capped and replaced on (B)(6) 2017. No further information was available.

Event description:
New information available on (B)(6) 2017 states that, the patient presented in clinic for follow-up. It was noted that the right atrial and right ventricular leads exhibited low pacing lead impedance. The leads were capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.